Manufacturer narrative:
The device was returned for analysis. The reported lock line knot and inability to remove lock line were confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided and the returned device analysis a conclusive cause for the reported lock line knot cannot be determined. It is possible that based on the size and location of the lock line knot the lock line became knotted at the end after the unwrapping/removal process; however, this cannot be confirmed. The reported inability to remove the lock line is the result of the knot, as the knot was caught in the lock line lumen and preventing removal. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the inability to remove the lock line. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr). The clip was advanced to the mitral valve and the clip was placed; however, the lock line could not be removed, a lock line knot was observed. An attempt was made to remove the knot by hand but was unsuccessful. The knot could not be removed. The clip was not implanted and was removed. The procedure was discontinued. No clips were implanted, mr remained at 3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.